Manufacturer narrative:
Investigation/determination of cause: the most probable cause of the defect is due to insufficient bonding of the connector to the heparin tubing. Follow-up action: the following corrective actions were put into place by the MFR: 1. Implemented a mfg assembly procedure where each assembly station is supplied with specific instructions and assembly drawings for each process step. Training completed 1/1998. 2. Currently using a quality improvement plan that requires increased sampling of finished assemblies. Twenty five percent of assembled units are inspected per the quality plan. Additionlly, a 100% visual inspection is performed at the final assembly before packaging. Customer contacted: no. Sales/service contacted by investigator? No. Training required? No. Report attached: no.

Event description:
Heparin connector came out of adhesive site. Blood leaked from the heparin line. No alarm was triggeted.